Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4076 lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that there was a loss of atrial capture noted on monitor. There was also intermittent loss of capture and diaphragmatic stimulation noted. The atrial lead had dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.